Event description:
Information received by medtronic indicated that the customer reported keypad anomaly complaints. Customer reported escape and act buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged esc and act buttons not responding, pump received with intermittent act and esc button response due to corroded keypad traces. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the keypad trace. No unlocked j2/lcd keypad connector. Pump passed displacement test and self test. Pump history download using "thds" was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, minor scratched lcd window, cracked belt clip slot, stained end cap sticker and stained address/serial number label the test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. No button error alarm during testing. No unexpected number scrolling during testing.